Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-may-2019 from a healthcare professional (hcp) who reported that the cause for the pump going empty was a transportation logistic issue. The patient required specialty transportation into the clinic for refills and appointments. The transportation needed to be set up in advance as the patient required a certain "rig" to bring them in. The patient had repeatedly been sent the wrong transportation vehicle prior to their scheduled refill. The hcp had told the patient's family they should order an ambulance if they heard the pump begin to alarm. The hcp stated that it got to the point when he knew the pump was alarming, so he ordered an ambulance to bring the patient in. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. On (B)(6) 2019 it was reported that the low and empty reservoir alarms occurred. The patient¿s therapy was not intentionally discontinued. On aspiration, they got back 3 ml. The pump was refilled. No patient symptoms were mentioned. No further complications were reported/anticipated.